Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, shaft breakage occured. The physician advanced the 2.75x16mm liberte bare stent delivery system (sds) to the unspecified target lesion, however the sds shaft broke inside of the guide catheter. The sds and guide catheter were successfully removed and the procedure was completed with the deployment of an unspecified stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, shaft breakage occurred. The physician advanced the 2.75x16mm liberte bare stent delivery system (sds) to the unspecified target lesion, however the sds shaft broke inside of the guide catheter. The sds and guide catheter were successfully removed and the procedure was completed with the deployment of an unspecified stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR.: the device was received in two sections as a result of a break in the hypotube. The break was located at the base of the manifold inside the strain relief. A detailed microscopic examination of the break site found that the break was consistent with a severe kink that occurred in the shaft. The break is consistent with excessive force having been applied to the shaft. No issues existed with the profiles of the balloon, crimped stent and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).